Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (250mcg/ml at 98.08mcg/day), fentanyl (25mg/ml at 9.808 mg/day), and clonidine (200mcg/ml at 78.47mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. The patient had a history of hypertension and obstructive sleep apnea (osa). At the time of the event, the patient was taking the following medications: aspirin, nitroglycerin, fish oil, losartin, lyrica, onglyza, prilosec, proscar, provigil, and testosterone. It was reported that residual volumes were consistently high, so the patient was scheduled for a pump replacement. The date at which the high residual volumes started was not reported. When the pump was explanted, a white residue was observed. Photos provided showed a white residue on the outer surface of the pump. The pump was reportedly sent to pathology. No diagnostics or troubleshooting were reported. It was noted that the off label drug mixture may have led or contributed to the event. The issue was considered resolved at the time of report, and the patient's status was alive - no injury.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jul-24. It was reported that the volume discrepancies begun on the day of surgery ((B)(6) 2017) when the representative was notified of the issue. The actual residual volume was 10cc higher than expected.